Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Manufacturer narrative:
Insulin pump received with no button response due to corroded keypad traces. No button error alarm noted. Insulin pump received with minor scratched display window, cracked case at display window corner, cracked reservoir tube lip, cracked battery tube threads and missing end cap sticker.

Event description:
It was reported that the insulin pump alarmed button error. The customer's blood glucose was 300 mg/dl. The discontinuation of the device was advised. Nothing further was reported.